Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that a small layer was delaminated from the distal tip of the dilator. Additionally, the steering knob of the sheath could not be rotated. Dissection of the sheath handle identified the friction gasket to be the cause of the rotation difficulties as the gasket was found to be adhered to the shaft of the sheath and the distal surface of the screw component. The reported dilator tip damage was confirmed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation, a reportedly potentially traumatic burr was observed on the dilator tip. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. However, based on the event description, the reported allegation of damaged dilator tip was confirmed. If there is any further relevant information, another supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation, a reportedly potentially traumatic burr was observed on the dilator tip. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation, a reportedly potentially traumatic burr was observed on the dilator tip. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.